Manufacturer narrative:
Per the clinic, the device is not available for analysis. This report is filed november 7, 2013. Device not available for analysis.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted with another device on (B)(6), 2012.

Manufacturer narrative:
(B)(4).